Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Customer "typically" would resume insulin delivery to clear the alarm. As the pump supplies had been changed, tandem technical support was unable to determine a possible cause of the occlusions. Blood glucose was 235 mg/dl.